Event description:
It was reported that device diagnostics resulted in high impedance. It was also reported that x-rays did not show a lead fracture. It was reported that the patient experienced discomfort in her jaw during device stimulation. The patient has been referred for surgery. It is unknown if any patient manipulation or trauma occurred that could have caused or contributed to the high impedance. It is unknown if the physician programmed the device off after observing the high impedance. Attempts to obtain additional information will be made, but no additional information has been received to date. Surgery is likely, but has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.